Event description:
In 2007, the lay user/pt contacted lifescan (lfs) another country alleging the one touch ultrasmart meter was giving inaccurately high readings, the technical service rep (tsr) contacted the pt to obtain and verify info; however was unable to reach him by telephone. Four days earlier at 6:00 am, the pt obtained the fasting blood glucose reading of 478 mg/dl on the reported meter. It is not known if the pt was experiencing any symptoms of high or low blood glucose levels at that time. Based on his sliding scale, the pt took 18 units of actrapid insulin due to this meter reading. At an unspecified time later, the pt experienced the symptom of dizziness. The pt contacted emergency services. At 7:15 am, the paramedics arrived and tested the pt's blood glucose level to be 74 mg/dl. The pt was treated with intravenous glucose, and was transported to the emergency room. The pt was admitted to the hospital with a diagnosis of hypoglycemia. The pt takes actrapid insulin on a sliding scale based on meals and meter readings. While hospitalized, on original date, the pt obtained a blood glucose reading of 316 mg/dl on the reported meter, and a laboratory test was also performed with a result of 216 mg/dl. It would have been helpful to determine for how long the pt was obtaining higher than expected readings, if he experienced any symptoms when he obtained the 478 mg/dl reading, if the pt had a meal after taking his insulin dose, if the pt treated his dizziness before paramedics arrived, his meter readings and insulin doses taken on the day prior to this event, his expected blood glucose readings and his testing frequency. The tsr determined during the troubleshooting telephone call that the pt's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The pt allegedly experienced dizziness after taking an increased dose of insulin based on an elevated meter reading. The pt received emergency medical attention, treatment and admission to the hospital for hypoglycemia; therefore, this complaint is being reported

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.